Event description:
On (B)(6) 2006, the patient started peritoneal dialysis (pd) treatment. On an unreported date, the patient experienced a break in aseptic technique described as "turn on electric fan while connecting." On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy effluent, fever, and diarrhea and vomiting. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was non compliance reported as "turn on electric fan while connecting." On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. Antibiotic therapy was started but no further information was available. Pd therapy was ongoing. The peritonitis was ongoing and unchanged. The patient was not on any concomitant medications. No statement of causality was reported for the peritonitis, break in aseptic technique, fever, diarrhea and vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.